Event description:
Initial report: this serious spontaneous case report from (B)(6) was reported by a dermatologist on (B)(6) 2011 - (B)(4). This case involves a (B)(6) female who received 1 ampoule of poly-l-lactic acid (sculptra), (B)(4) (expiration apr-12) on (B)(6) 2010 (indication and dosage was not reported). On (B)(6) 2010, 9 days after administration of poly-l-lactic acid, the pt experienced papule in the area of galea. Pt received corrective treatment (nos). Event outcome is unk. No action was taken to poly-l-lactic acid. Relevant medical history and concomitant medications were not reported. Reporter's causality: highly probable. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).